Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer's mother reported tampon fell apart during use and left pieces inside. Consumer's mother reported odor without discharge. Contacted the doctor but did not seek medical treatment.